Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device was broken. It is unknown when the issue was observed. It is unknown if there is patient involvement. It is unknown if reports of injuries, medical intervention or prolonged hospitalization occurred. No further information was provided. No adverse consequences that affected the patient occurred.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- according to the information received, ¿it was reported that item - 200002302- broken¿ the dps hd imp tip (lot. So2067091) returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed that the dps hd imp tip was broken at the superior section, fragments were returned for evaluation. No other defects that could have contributed to the reported event were observed. With available information a definitive potential cause can not be established at this moment. This product issue is being investigated through depuy synthes quality system. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the dps hd imp tip would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3.